Event description:
The patient was implanted with a pns system (off-label) which included two leads from the same lot. It was reported the patient was no longer experiencing effective stimulation as one of the leads had migrated. The patient underwent a surgical procedure to remove and replace one of the leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.